Event description:
During a gastric bypass procedure, only one side of the staples was deployed, which created a large hole in the small intestine. Procedure was extended by 45 minutes to repair by hand suturing.